Event description:
It was reported that the lead was oversensing. The short interval count (sic) was 5042 since (B)(6) 2009. The oversensing can not be reproduced. All episodes captured are normal (no oversensing). The patient has been using a sander and a saw. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.